Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be conclusively identified. Based on the investigation results, the probable cause was determined to be stress-related damage or deterioration of one or more components. The most likely cause of this complaint was an expected or random component failure, with no evidence of a design or manufacturing defect. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer returned the videoscope with no reported complaint. During device evaluation, it was found that the curved rubber adhesive component was missing. There was no patient involvement associated with this event.